Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the pump to be replaced. The customer reverted to an alternate method of insulin therapy.